Event description:
It was reported that a patient had a total hip replacement on unknown date, subsequently, suffers a proximal right femur fracture. Revision surgery was performed were ncb plating and cabling used for fixation. Stem remains implanted. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a total hip replacement on unknown date, subsequently, suffers a proximal right femur fracture. It was a periprosthetic fracture around the lower part of the femoral stem. Revision surgery was performed with ncb plating and cabling used for fixation. Stem remains implanted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Corrected: h6 (health effect - impact code)